Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user has developed only sound detection and sensation up to now.

Manufacturer narrative:
Based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. According to the implant registration card a full insertion was achieved at initial information. Re-implantation is considered in the next three months.

Event description:
The user has developed only sound detection and sensation up to now. Re-implantation is scheduled in 3 months.

Manufacturer narrative:
Conclusion: according to the information received, the active electrode array was inserted into the vestibule during implantation surgery. The recipient could only hear some noise but had no benefit from the implant system. Additionally, the active electrode array migrated post-operatively and extruded into the external auditory canal over time. During device investigation, minor damage to the active electrode lead caused by device minute mobility was found which goes in line with the recipient report. Additional damages found are attributable to the removal surgery. This is a final report.

Event description:
At a fitting session in (B)(6) 2018, in situ testing showed affected channels. CT scan taken in (B)(6) 2018 showed the electrode placed in the vestibule. The user has developed only sound detection and sensation up to now. The user was re-implanted on (B)(6) 2020.